Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood on the outside of the balloon. Microscopic inspection found no irregularities or defects. Functional testing was done by inflating the coyote device with an inflation device filled with water, and inflating to rated burst pressure (rbp). The coyote device held pressure without leaking for 5 minutes. There is no indication the device was inflated over rbp. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach using a 4.5f non-bsc introducer sheath. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion with a microcatheter back up, a 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation. First inflation was performed at 8 atmospheres. However, on the second inflation of 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via anterograde approach using a 4.5f non-bsc introducer sheath. The (B)(4) stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. After a non-bsc guide wire crossed the lesion with a microcatheter back up, a 2.0mm x 220mm x 150cm coyote(tm) balloon catheter was advanced for dilatation. First inflation was performed at 8 atmospheres. However, on the second inflation of 10 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.